Manufacturer narrative:
A steris service technician arrived onsite to inspect the harmonyair e-series surgical lighting system and found that the lighting system had sustained impact damage resulting in the separation of the lighthead from the spring arm. The harmonyair e-series operator manual states (1-4), "caution - possible equipment damage: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specification, and returned it to service. The technician counseled user facility personnel on the proper use and operation of the harmonyair e-series surgical lighting system, specifically the importance of not bumping the light into other equipment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure one of the lightheads separated from the spring arm after it was bumped into another piece of equipment resulting in a procedure delay. The lighthead did not enter the sterile field and was hanging by the lighting system cables. The procedure was completed successfully. No report of injury.